Event description:
The customer reports in several patients, the balloon has fallen of the bronchoscope. The several patients that this occurred on were in no way harmed. On the most recent case, the balloon was lodged in the patient¿s right upper lobe branch. It was almost not visible as the balloon color was nearly the same as the mucus membrane. The balloon was easily retrieved using the olympus radial jaw 2.0 bronchoscopy biopsy forceps. Usually, we do not collect any info because there was no adverse effect to the patient and the balloon was easily retrieved. Info on previous occurrences were not recorded. For the most recent case: the patient did not experience any adverse effects as a result of this occurrence, the patient¿s current condition is reported as unknown, discharged. Anesthesia type: general case with patient identifier (B)(6) reports the scope used in ¿the most recent case¿ case with patient identifier (B)(6) reports the balloon used in ¿the most recent case¿ case with patient identifier (B)(6) reports the scope used in ¿other occurrences¿ case with patient identifier (B)(6) reports the balloon used in the ¿other occurrences¿